Manufacturer narrative:
No parts were received by manufacturer.

Event description:
A medtronic representative reported that the imaging system¿s right side source led board had a malfunction. This issue was identified outside of surgery; no patient was present. No further details regarding this issue, or specifically when it occurred, were provided.